Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral battery pack was returned to resmed and an extensive engineering investigation was performed. No device was returned to resmed for investigation. Based on all available evidence previous investigations of similar complaints, the investigation determined that the battery pack failure were most likely due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).